Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 6 mg/day via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that the patient became unresponsive early to late morning on (B)(6) 2017 and was transported to a nearby medical facility. The patient was now in the intensive care unit (ICU). A rep interrogated the pump and everything showed the pump was working as intended; no motor stalls, alarms, or any other anomalies were seen. Additionally, the patient had always had the same drug concentration and dose running since he was implanted. The healthcare provider (hcp) was thinking about programming the pump to minimum rate and managing the patient with an oral IV. It was noted they would most likely program the pump to minimum rate (0.006 ml/day) instead of the minimum programmable rate of 0.048 ml/day. It was later reported that the patient was now on a stable dose of 2 mg/day. The rep did not believe that the unresponsiveness was related to the device or therapy. The ICU wanted to rule out the pump, so the pump was placed on minimum rate. The rep was later contacted by the ICU requesting the patient be brought back up to 2 mg/day, which the patient had since remained at. The patient was discharged from the hospital and returned to her nursing home. It was further reported that the patient was "not better, but not in a situation to need to be in a hospital". It was further stated that the patient was an elderly lady with "some other issues" that were not disclosed to the rep. The patient's weight was provided.